Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual inspect power cord for damage, twisting and replace if necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on oct 9, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report that the power cord was exposing copper wires. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. This report was filed in our complaint handling system as complaint pr# (B)(4).